Manufacturer narrative:
Product complaint#: (B)(4). Additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information in this event, there was a hole in the drain tube. Removing that part resolved the poor suction. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. "Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Unk. Could you kindly perform and document the follow-up attempt for the product return: the device will be shipped. Please provide the source or name of person providing answers to follow-up questions: (B)(6). Additional information has been requested however not received. Was the issue noticed during first activation? Was another drain needed to correct the situation? If yes, was the new drain placed surgically during a second procedure? The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an spine surgery procedure on and a drain was used. The reservoir was swollen immediately. The suction could be done when the part in question was cut. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: complaint sample review : one complaint sample of drain (2 pcs) without trocar was received for evaluation, product was inspected visually as well as functionally, below were detailed observations: 1. Trocar was misssed in the received complaint samples. 2. Product was inspected functionally and in reference to the complaint details (video of functional test). As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. It is inconclusive to conclude the complaint. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. "Was the issue noticed during first activation? Unk. Was another drain needed to correct the situation? Unk, maybe no.the damaged part was cut off and used. If yes, was the new drain placed surgically during a second procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.